Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material number and a valid lot number were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe had no scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was ready for insulin injection and there was no scale on the barrel when the drug was aspirated.